Event description:
It was reported that arteriotomy closure of the heavily calcified common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, the sutures were not retrieved as a cuff miss occurred. Two additional proglides were used with the same results. A non-abbott device was used to achieve hemostasis. No adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information. The two additional perclose proglide devices are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A cuff miss occurs when the needle travel path (trajectory) was not correct when the user deployed the proglide device. A cuff miss can be influenced by, but is not limited to, manufacturing, user technique, and/or anatomical conditions. During the manufacturing process, a visual and functional testing is performed. A change in angle or torque of the device during use could translate to a change in needle trajectory leading to the observations of this incident; however, there is no indication of a user technique that influenced the reported cuff miss. Needle trajectory can be influenced by challenging anatomical conditions. As the needle travels through tissue, the needle can be influenced by more dense tissue such as scar tissue and calcification, and can be deflected by these tissues. The amount of deflection will depend on the severity of the anatomical conditions. The vessel of the patient was reported to have heavy calcification. The instructions for use states the safety and effectiveness have not been established in patients with femoral artery calcification which is fluoroscopically visible. There is indication anatomical conditions influenced this experience, but this could not be confirmed. Based on the reported information and the unavailability of the device, a definitive cause for the reported cuff miss could not be determined. A review of the device lot history record and a query of the complaint handling database could not be performed as the lot number was not reported and the device was not available for analysis. With the in-process verification of needle alignment, lot build quality verification, and the use in heavy calcification, there is no indication of a product quality deficiency.